Manufacturer narrative:
(B)(4). No blank display or button error alarm noted during testing. Unit had unresponsive buttons due to flattened (creased) all buttons dome switch. No unlocked j2/lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test, and displacement test or verify low battery, failed batt test alarms due to unresponsive button.

Event description:
Information received by medtronic indicated that the insulin pump had blank display, battery out limit, low battery alert. Customer stated display returned. Customer also stated insulin pump had keypad issue, screen moves and now buttons were working. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.